Event description:
Medtronic received info, this bioprosthetic valve, implanted 34 months, was explanted due to aortic regurgitation (ar). An echocardiogram performed 2 weeks pre-operatively confirmed the ar with a gradient of 16.7 across the valve. The surgeon stated that at explant, there was a hole in the leaflet.

Manufacturer narrative:
Evaluation method code: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be due to wear and abrasion on the bias cloth and/or host tissue. Analysis: a small piece of host tissue and one pledget were received with the valve. The valve appeared slightly distorted; oval shaped. All leaflets are slightly stiff but flexible except where host tissue was present. A large tear and abrasions in the non-coronary cusp adjacent to the non-coronary left commissure may be associated with leaflet contact with the bias cloth and/or host tissue that appears to have been present prior to explant. A slight prolapse in the non-coronary cusp adjacent to the right non-coronary commissure appears to be due to host tissue (pannus) overgrowth. The prolapse may have caused uneven leaflet movement which may contribute to tears and abrasions through leaflet contact with the bias cloth. Remnants of pannus remain attached to the back of the non-coronary left stent post extending slightly onto the top of the commissure along the outflow margin of attachment and outflow rail. Pannus was noted on the outflow rail adjacent to the non-coronary cusp extending over to the outflow margin of attachment and into the non-coronary left commissural area. Radiography revealed evidence of moderate mineralization in the non-coronary left and left right commissures, the septal shelf and in the piece of host tissue. Conclusion: the device history record (DHR) for this valve was reviewed and no issues were shown that would have impacted this event. The analysis indicates that the event was due to wear and abrasion on the bias cloth and/or host tissue. Pannus is generally considered a pt related condition.